Event description:
The patient was to receive a 24-hour infusion of tpn at 63 cc/hr. The nurse reported that the infusion was complete approximately 5 hours too early. The incident resulted in increased patient monitoring, but no injury.